Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap was damaged at 93,266 joules of use. The procedure was completed using a second fiber. Outcome: "no damages to the patient."

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus was observed on the metal cap; severe devitrification of the glass cap was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.